Event description:
The device was programmed in the pca only mode to delivery meperidine 10mg/ml, with a 30mg loading dose, a 10mg pca dose, a 5 minute pt lockout and no 4 hour limit was selected. After an unspecified length of time, the nurse noted the device delivered a dose without the pt pendant being pushed. The nurse confirmed this by checking the device history. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required.